Event description:
It was reported that a doctor accidentally stepped on the footswitch, causing the drape to catch fire. The customer thinks they should switch ready/standby each time irradiation is performed to prevent irradiation. No further information was provided.

Manufacturer narrative:
Event date was not provided; therefore, the aware date was used instead.

Manufacturer narrative:
Event date was not provided; therefore, the aware date was used instead.

Event description:
It was reported that a drape was burnt due to the kure irradiation. It was suggested that ready/standby should be switched every time irradiation is performed. The device self-tests every time it switches ready/standby, which may cause the device to deteriorate a little faster. No further information was provided.